Event description:
It was reported that the device had possible early battery depletion. The lead had low r-waves and t-wave oversensing. The device and lead were extracted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that the device met 44% longevity with the battery at 41% on depletion curve. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism and there was tissue on the helix. The analyst visual comment indicated that the lead was destructively analyzed to attempt to find any anomalies related to the complaint. Nothing was observed in the lead that could be associated with the electrical complaints.